Manufacturer narrative:
The ess (endoscopy support specialists) discussed which cleaning brushes were required to properly reprocess thetjf-q180v with the facility assistant director of perioperative services. In addition, the ess performed the reprocessing in-service with the facility staff. All models were reviewed during the in-service listed in the products section of the users manuals. Ess gave a cds (clean disinfect sterilize) in-service on the tjf-q180v and to the staff utilizing the scope. Ess discussed and demonstrated the reprocessing steps from precleaning through the brushing of the endoscope channels. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. To date there are no other issues reported. No patient infection reported.

Event description:
Olympus ess (endoscopy support specialist) was made aware that the customer is unaware of required cleaning brushes used in manual cleaning of the tjf-q180v. There was no patient involvement on this reported event, no known patient infection reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.